Manufacturer narrative:
(B)(4). The device was received and evaluated, however the reported leak issue could not be duplicated. However, the unit was found to have an unrelated issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that there was a misspike when a uv flash transfer set was being connected to a uv twin bag using a clean flash device. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The outside diameter of the uv spike was measured and found to be within specifications. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.